Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer. The crit-line blood chamber was tightened as soon as the leak was visible. Estimated blood loss was less than 5 ml. The pt had no adverse effects and no med intervention was required. The pt completed treatment. The sample has been discarded, but a companion sample from the same lot has been requested for investigation. The facility was unable to provide pt info.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.